Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, lead dislodgment was noted as a result of twiddler's syndrome. The lead was explanted and replaced. Lead values were good and the patient was in stable condition.